Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose (bg) levels of up to the 500s (mg/dl) over the last 6 months. Reportedly, the customer was hospitalized for bg levels between 400-500s (mg/dl) and diabetic ketoacidosis in early march. Customer was treated with an intravenous drip, insulin, and released after 2 days. Contact reported that the customer continued to experience intermittent elevated bg levels after the hospitalization. Customer would administer correction boluses and manual injections to treat their bg levels. System check with tandem technical support on 09/13/2016 indicated pump was performing as intended. Contact indicated that they will contact the customer's health care provider to discuss diabetes management.